Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer tried to perform a drawer recovery but was getting the "requires maintenance error". A field service engineer confirmed with the pharmacy manager that the drawer was operational and there were no issues with any of the drawers. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie pockets from main drawer 4.1 were not detected on bus and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users set a workaround to obtain the affected medications from a different station to prevent patient care delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, g1, h6 and h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 25-nov-2022 to 24-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer had failed. The field service engineer confirmed with the pharmacy manager that the drawer was operational and there were no issues. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie pockets from main drawer 4.1 were not detected on bus and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users set a workaround to obtain the affected medications from a different station to prevent patient care delay. There were no adverse events or injuries reported based on this incident.